Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by medwatch, the patient was ordered to have a PICC placed. Went down to talk with patient and her father about the PICC, the risks involved, and how to care for it. She was given ativan 0.5 mg before looked through her left upper arm with the ultrasound and saw two adequate veins for a PICC. Bard power PICC catheter with 3cg lot# reju1135 was used. The first attempt was through the brachial veins. The needle and wire successfully went through without any issues. After nicking the insertion site, the wire was threaded through the dilator before inserting the dilator. The dilator/introducer started to buckle after advancing a third of the way in. I explained to the patient that would need to stick her again due to not being able to successfully advance the dilator. The patient agreed to the second stick. A separate dilator/introducer kit was opened to be used for the second stick. The second stick was into her cephalic vein where the PICC (peripherally inserted central catheter) was successfully inserted without any further issues. No other information was provided.